Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the theatre had removed a distal clavicle plate from a patient which allegedly failed. It was also reported in the operation notes that a 2.3mm screw was broken out of the lateral fragment. No delay or adverse consequences to the patient were reported.